Event description:
Healthcare professional reported via nbir "capsular contracture baker grade- 4" and suspected/actual rupture/deflation" against left device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture and capsular contracture baker grade IV.